Event description:
Information was received from a healthcare professional regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity and spinal cord injury/spinal cord disease. It was reported 4-5 days ago ((B)(6) 2016) an alarm heard/telemetry not yet performed, and no 8840 (clinician programmer) was available at the facility. A local manufacturer representative (rep) was paged and facility would like rep to stop pump temporarily. It was noted patient was currently getting orals. Healthcare professional (hcp) stated they were not able to refill the pump and hcp wanted the pump stopped temporarily. It was reviewed that the pump could be damaged if left in stopped mode for over 48 hours or if they continue to let the pump run dry if the pump was in fact empty. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.